Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited failed light source function and 3-dimensional image function. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light source function failed due to a component failure of light guide bundle. However, 3-dimensional image function failed due to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.